Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness is lost due to cut on switch 1, due to damage on elevator channel plug, water could not be supplied, grip cracked, up/down knob deformed, due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements, gap between acoustic lens and ultrasound probe. Acoustic lens scratched and damaged, and due to deterioration of braid of bending tube, tightness of the braid became uneven. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus during reprocessing of the evis exera ii ultrasound gastrovideoscope,the scope switch 1 button was perforated and leaking. Upon inspection and testing of the customer returned device, gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In additional, the acoustic lens surface damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.